Event description:
End of surgery, surgeon was removing the ports and discovered a white plastic tip in the surgical wound. Surgeon was able to match tip to the 15mm trocar.====================== manufacturer response for 15 mm trocar, covidien======================met with the company representative affiliated with the network to discuss breakage.